Manufacturer narrative:
Supplemental report submitted to include additional completion of the engineering evaluation and a voluntary medwatch. Updated e4, h6 and h10. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve central regurgitation was confirmed based on the provided imagery. The complaint of valve motion restricted was unable to confirm due to unavailability of relevant medical records and imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''post deployment central ai was visualized by tte. The team placed a pigtail catheter back and forth across the valve to be sure there was not a lazy leaflet, this technique did not fix the central ai. After waiting 10 minutes post deployment the central ai was still present on echo and angio... At that time there was no concern of an issue with the valve leaflets. The leaflets were not a concern prior to deployment so no pictures were taken. The perceived root cause of the central regurgitation was a restricted leaflet.'' For the complaint of valve motion restricted, there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. For the complaint of valve central regurgitation, per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. As reported, ''the perceived root cause of the central regurgitation was a restricted leaflet''. In this case, the restricted leaflet was not confirmed; however, restricted leaflet could potentially lead to abnormal coaptation resulting in central regurgitation. In additional, central regurgitation is due to inadequate coaptation of valve or valve leaflets cannot fully close, so the pre-procedural observation of all the leaflets in closed position is unlikely contributed to the complaint event. As such, available information suggests that procedural factors (valve deployment technique with leaflet motion restricted) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr with a 26mm s3ur valve. As reported, when the 26mm s3ur was opened, the scrub tech realized the leaflets were closed and not open which is more common. When discussed, it was determined that once the valve was deployed, it will function properly so the valve was prepped and deployed in usual manor. Post deployment central aortic insufficiency (ai) was visualized by transthoracic echocardiogram (tte). The team placed a pigtail catheter back and forth across the valve to be sure there was not a lazy leaflet, this technique did not fix the central ai. After waiting 10 minutes post deployment the central ai was still present on echo and angio. A second 26mm s3ur valve was opened and prepped in usual manor. The valve was deployed within the first valve which fixed the central ai. The patient had trace ai post deployment of second valve and was stable. The field clinical specialist was not the one prepping the valve, but the person who prepared the valve rinsed the valve for the appropriate time. At that time there was no concern of an issue with the valve leaflets. The perceived root cause of the central regurgitation was a restricted leaflet.